Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscope radical resection of rectal cancer procedure, when the reload was ready to use, after installation, they found that the staple was loosen and was unable to use. This lead to a prolonged operation time and the risk of massive bleeding during the operation. The patient was later given artificial suture immediately.